Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary: per revision 21 of procedure 3709030, a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009444, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009444 was manufactured according to the work instruction (wi) version 98 and packaging in the machine multivac 14 on 28-sep-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to incomplete sealing, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related to the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where patient forget to remove needle guard on (B)(6) 2025. Blood glucose at the time of event was 339 mg/dl and patient took correction bolus via pump. No further information available.